Event description:
It was reported the customer received a no delivery alarm. Customer's blood glucose was 388 mg/dl. The customer stated they were experiencing high blood glucose due to the big lunch they had. Troubleshooting found insulin was able to exit during a fixed prime. Customer was advised their alarm may be caused by an infusion set/site occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)